Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the device stopped at self test in progress, which confirms the customer's reported issue. The issue was isolated to the system pcb. Due to a part obsolescence, the device cannot be repaired at this time. The customer has been offered a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device does not power on. There was no patient involvement reported with the event.